Event description:
It was reported that this brady lead was functioning normally but was not capturing the left bundle area due to septal pacing. This brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this deep septal brady lead was surgically explanted due to other or non-product experienced. This brady lead was replaced. No additional adverse patient effects were reported.